Event description:
On (B)(6) 2013, the reporter contacted animas to report that on (B)(6) 2013, the patient obtained the blood glucose reading of 525 mg/dl and did not experience any symptoms. The patient noted this elevated blood glucose level occurred after she consumed food for which she was not used to bolus calculations. Troubleshooting revealed the pump¿s time setting was incorrect, am for pm. The patient noted she had not correctly set the pump time setting after a recent battery replacement. The patient did not seek any medical attention. The issue was resolved. The patient¿s technique was incorrect by not setting the pump¿s time correctly, which can affect basal rates not being given at the correct time. However, as the patient experienced blood glucose levels suggesting severe hyperglycemia after this issue occurred, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.